Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower limb vein. During the procedure when the device was inside the patient, aspiration was achieved and then completely lost. A leak at the pump was noted. However, no error message displayed on the console. The console worked well, but the thrombus could not be aspirated normally due to the leak. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower limb vein. During the procedure when the device was inside the patient, aspiration was achieved and then completely lost. A leak at the pump was noted. However, no error message displayed on the console. The console worked well, but the thrombus could not be aspirated normally due to the leak. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.